Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The balloon protector inner dimension was within specification. A visual examination noted that the midshaft was broken at the 15 mm proximal to the guidewire exit port. It was noted that the midshaft was stretched for a distance of 2 mm proximal to the break and was also stretched and accordioned at several locations distal to the break. This is evidence of excessive tensile force being applied to the device. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken however during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 22-sep-2015. It was reported that the device could not be removed from the sheath. The target lesion was located in a vessel shunt. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon¿ was selected for use. During preparation, it was noted that the device was unable to be removed from the sheath. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed of a broken midshaft.